Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to pump migration. The field representative reported that the potential tubing erosion was a concern if the device remained implanted. The pump was removed and replaced. There were no patient complications reported.